Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event/patient (reference 1825034-2016-01778 / 01779).

Event description:
Patient reported undergoing a right total hip arthroplasty approximately 14 years ago. Patient alleges experiencing soreness, skin infection, rash, open wounds, and a decrease in range of motion. Patient also alleges lab results indicate elevated metal ion levels and that radiographs revealed loosening. No revision procedure has been reported to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow up report is being filed to relay corrected and additional information.

Event description:
Patient underwent a right hip revision 14 years post-implantation due to allegations of soreness, skin infection, rash, open wounds, and a decrease in range of motion. Patient further reported blood tests performed indicate elevated metal ion levels and that radiographs revealed loosening. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient underwent a right hip revision 14 years post-implantation due to allegations of soreness, skin infection, rash, open wounds, pain, and a decrease in range of motion. Patient further reported blood tests performed indicate elevated metal ion levels and that radiographs revealed loosening. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products: m2a acetabular cup, catalog#: rd118852, lot#: 846600; mallory-head femoral stem, catalog#: 11-104112, lot#: 603560. It has been indicated that the product will not be returned to zimmer biomet, as its location is unknown. DHR was reviewed and no discrepancies relevant to the reported event were found. The reported event was unable to be confirmed and root cause was unable to be determined, as the device was not returned for evaluation if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Event description:
Patient underwent a right hip revision 14 years post-implantation due to allegations of soreness, skin infection, rash, open wounds, pain, and a decrease in range of motion. Patient further reported blood tests performed indicate elevated metal ion levels. No additional patient consequences were reported. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.